Event description:
The patient reported blood glucose results of "138 mg/dl, 304 mg/dl, 228 mg/dl, 385 mg/dl, 402 mg/dl and 388 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.